Manufacturer narrative:
The actual product involved with the incident reported will not be returned; however, a representative sample was received. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, mfg and final inspection processes. No inventory available for the finished good lot reported. On 1/21/2015 one unopened sample of item (B)(4) of lot mbzk690 was received at our premises. A dimensional inspection as well as tensile testing was performed demonstrating that the sample met our acceptance criteria. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty due to the sample evaluated being unacceptable. (B)(4).

Event description:
It was reported that "there were would dehiscence after suturing with stratafix devices. Two events occurred in joint capsule layer." Additional info received on 01/18/2015: for pt 2 who has red inflammatory skin, the sbc count is normal so they interpret that there was no infection. Then they diagnosed that there was inflammation caused by the joint fluid leakage. The reason is the breakage of the (B)(4) (stratafix pdo usp 1) that was sutured at the joint capsule (they cut to that area and saw suture was broken). (B)(4).